Event description:
Siemens force scanner malfunctioned in the middle of the exam. Patient received 100cc's isovue 370 and 50cc's normal saline when the scanner stopped working. It said "resuming in 30-40 secs" but never came back to normal condition. Gated cta chest was done but did not finish reconstructions and to be reconstructed after it is fixed. Siemens service called and identified the problem as "tube a cooling pump low in pressure."